Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer. The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that "pox stopped reading after 1 minute into a resuscitation procedure; pox was not able to be utilized throughout the duration of the resuscitation."